Event description:
The customer reported a low ma or kv error code displayed. No pt injury occurred to pt. The customer swapped c-arms with another 9800.

Manufacturer narrative:
The service rep verified error low ma, filament regulator fail and kv on in error. Ordered batteries. The rep ran the unit through filament calibration without error and verified the battery charger output. All errors displayed are battery errors and batteries are 6 years old. Removed and replaced hv batteries. Tested unit on all fluoro applications withoput errors. Unit fully operational and operating as intended.